Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. Customer's blood glucose level was 129 mg/dl. The customer stated the drive support cap appeared to be normal. Customer was unable to completed pump rewind due to insulin pump alarm. Customer did not received an motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.